Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 7753500, 510k #k082728, UDI#(B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior cervical discectomy and fusion at c2-4. During the surgery, when performing final tightening of mas crosslink locking screw, the hex part of the reported product mas crosslink set screw was broken. Instead of mas crosslink, two rod crosslink were installed and completed. The product came in contact with the patient. No patient symptoms or complication were reported as result of this event.